Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the defibrillator's associated multi-function cable was not functioning. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the multi-function cable and the reported malfunction was not replicated or confirmed. The multi-function cable was put through extensive testing without duplicating the reported malfunction. The customer received a replacement multi-function cable. No trend is associated with reports of this type.